Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections were evaluated and reseated along with the generator power supply. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.